Event description:
The customer reported that the defibrillator failed to discharge via pads during a synchronized cardioversion. There was no impact to the involvement pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.